Manufacturer narrative:
(B)(4). A service call was placed to check out the equipment portion of the system and the only anomaly noted was that the patient weight was configured in pounds rather than kg. This would not have an effect on the potential issue noted. If additional information is obtained, a follow-up report will be filed.

Event description:
During a plasmapheresis procedure, the operator reportedly saw blood in the remove bag and suspected hemolysis. This report is being filed due to the potential for a serious injury due to hemolysis.